Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the customer (biomedical engineer ) advised that flow should be constant until the set pressure is reached. The device was then referred to service repair for evaluation. The subject device was received at service business center (sbc) olympus repair center however, the evaluation is still pending and has not yet started. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device would not put out enough pressure and start and stop (does not give a constant flow of gas). The issue found during an unspecified procedure. According to the reporter, there were no error messages observed as a result of the failure and no other devices connected to the subject device. The intended procedure according to the reporter does not need another device to complete the case. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be identified, as the reported event was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.